Event description:
Haemonetic hematology devices used in zlb blood plasma centers have an unresolved software defect that is a significant danger to donors. Zlb has become aware of the problem about half a year ago, and has continued use of the devices without policy changes on operation. Haemonetics is aware of the problem, but has not yet resolved it. When a phlebotomist enters the donor's weight nomogram into the device incorrectly, it will not allow reentry with the correct weight. The user guide provided by haemonetics states that action should be done and is available. When entering a new weight, the device rejects it, and defaults to the original incorrect entry. This results in a donor donating far too little or far too much plasma per his/her weight. Serious medical conditions, including death, can occur when a mesentry of the donors weight results in too much blood plasma drawn. Zlb is aware of this, and has taken no action to ensure the safety of its donors. Haemonetics pcs2 units from initial inception into the market to current date. Dates of use: 2003 -- 2007. Diagnosis or reason: blood plasma draw and separation. D5. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? Yes.